Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that nothing was working, they had no control and were wearing disposable panties and goes through 6-8 a day and changing clothes 3 times a day. The patient thought they were set at 3 and they went to a post-op appointment where they pushed it up to 8. The patient stated the right side of their vagina was very sore. The patient noted having the implant done on a monday and went home, 4 days they were doing just fine and then on the 5th day they had a lot of pain. The 6th day they had terrible back pain at the implant site, and it started bleeding. It bled all night; they went in for care and they wouldn¿t touch the patient and sent them to the emergency room where they couldn¿t do anything. Ultimately, the patient was admitted. The patient noted going back on warfarin the day after surgery. The patient also reported their hemoglobin dropped from 10.2 to 8 and they had to have three transfusions. The patient had huge hematomas on their back and didn¿t know if that affected the position of the implant or not, it seemed like it was healing up ok. The patient stated the bladder spasms were terrible, there was no thinking of going to the bathroom, not even one second, and they lose control. The patient had no control whatsoever and it had been going on since implant. The patient stated they had fought through life with uti¿s and had a couple since the surgery, and their bladder control improved when they were on antibiotics. The patient noted being on keflex at night. The patient was walked through checking their settings and they were on program 2 at 1.6v. They switched to program 4 at 1.5v on the call and were advised to monitor their symptoms. No further complications were reported.